Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) esc buttons dome switch. No unlocked lcd keypad connector noted. Device passed operating currents, self-test, unexpected restart error test and displacement test. No unexpected low battery noted during testing. Device had cracked case at display window corners, no cracked lcd window noted.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the button was less responsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had diminished battery life. The insulin pump will not be returned for analysis.